Manufacturer narrative:
The field engineering specialist determined that the issue was caused by ise fluidic failure. He reinstalled the tubing and changed the sample probes. The customer performed calibration and qc testing with acceptable results. No further issues have occurred following the service visit.

Event description:
The initial reporter complained of ongoing issues with the ion-selective electrode (ise) performance on their cobas integra 400 plus. The customer mentioned possibly 2 patients had questionable result but only provided the approximate k+ electrode result for 1 patient that was discrepant. The date of the event is only an approximation and the customer stated the event occurred on either (B)(6) 2019 or (B)(6) 2019. The initial potassium result was between 6.0 - 7.0 mmol/l and the repeat result was between 4.0 - 5.0 mmol/l. The customer stated one patient was a female in their late 30s or early 40s and the other patient was a male in their 20s. The customer was not sure which patient the above-mentioned results apply to. The potassium result between 6.0 - 7.0 mmol/l was reported outside of the laboratory. The patient was sent to the emergency room to have a new sample drawn. The patient was discharged and received no treatment. The repeat potassium result was deemed correct. The potassium electrode lot was 21584247 with an expiration date of 26-jul-2019.